Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a low blood glucose (bg) level of 55mg/dl. Reportedly, the customer's low bg was due to the customer over bolusing for a meal consumed and an extra bolus delivered for a cortisone shot. Carbohydrates and juice were consumed to address the bg level.